Manufacturer narrative:
Device evaluation anticipated, but no yet begun. Conclusions: other, upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
A merit sales representative was picking up a used merit scalpel at a user facility and cut his finger while wrapping the device. The scalpel blade was exposed because the user broke the safety mechanism. The merit employee was tested for blood related diseases. Test results are still outstanding.